Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump was tested to be under infusing. With claves the accuracy reading was -14.01% , without claves, the accuracy reading was-15.63%, with the walkmed bag the accuracy reading was -9.42%, and the mod test was -1.9%. There was no patient involvement.